Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was clogged during use. The following information was provided by the initial reporter: material no. (B)(4)batch no. 0008843 it was reported that needle clogged during priming and injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 ca was clogged during use. The following information was provided by the initial reporter: material no., 320555 batch no. 0008843. It was reported that needle clogged during priming and injection.